Event description:
In 2002, pt underwent implantation of biograft. Six hours post-operative surgeon reports thrombosis in proximal end of graft. Biograft was then explanted and interpositioned with a synthetic graft. Surgeon reports "bypass open in 2002".